Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
The senior manager reported that on (B)(6) 2018, two (2) 00mlx mlx 300w xenon lightsource devices were used in the same operating room. The two surgeons working on that procedure each had a proxenon headlight plugged into separate mlx. The fiber optic cable became hot and caused burning/blackening at the end fitting and the cable itself became very hot. No patient contact, injury, or surgery delay was reported. Additional information was requested.

Manufacturer narrative:
The product was not sent in to the manufacturer for evaluation. The DHR review could not be performed as the serial number was not provided. The reported complaint is unconfirmed. The root cause is not possible as the complaint could not be verified due to a product sample was not returned in order to verify the complaint.

Event description:
N/a.